Event description:
A malfunction alarm with code malf 16 was reported for a pump, and it was determined that the issue was not resettable. There was no reported impact to the customer¿s blood glucose level. The customer opted to use manual daily injections (mdi) as a backup therapy while awaiting the replacement. Technical support arranged to replace the pump, confirmed the shipping address, and instructed the customer on returning the malfunctioning device within ten days using a pre-paid label.